Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that after the first firing of the tsb45 the anvil dislodged. Another instrument was used to complete the case. There was no consequence to the pt.